Event description:
(B)(4). Back pain. While working out I have very sharp pains in my lower stomach area. While walking I get pains that will stop me in my tracks. No energy. Bloated stomach. Bleeding for long time periods. Thinning hair. Depression. The pain is the biggest problem.